Manufacturer narrative:
Evaluation results: inherent risk of procedure (death); patient's condition affected effectiveness of device (pre-existing condition; pre-op rupture; severely angulated neck and poor visualization); unapproved use of device (pre-operative rupture). Evaluation conclusion: device failure/lack of effectiveness related to patient condition (pre-existing condition; pre-op rupture); user error contributed to event (pre-operative rupture).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular emergent treatment of a 10 cm in diameter ruptured abdominal aortic aneurysm. There was no thrombus in the aaa. The aortic neck (90 degree) and iliac arteries were severely angled and generally difficulty anatomy. The neck was 12 mm in length. It was reported that the stent grafts were successfully implanted, but the renals were not able to be accurately visualized and there was a proximal type 1 endoleaks. A cuff was implanted and this resolved the endoleak. It was noted that the procedure was started at 3 am and the patient was sent to the ICU. Two hours later, the patient crashed and expired. This patient was not a candidate for open repair. The physician stated that they did everything they could and the devices performed as intended, but because of the patient's age and the pre-operatively ruptured aneurysm the patient expired.